Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with approximately 120-130 units of insulin, and received an accurate fill estimate of over 60 units of insulin in the cartridge. The customer reported blood glucose level was 425 mg/dl, which was addressed by delivering a correction bolus.